Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. The customer's current blood glucose is 74 mg/dl. The another blood glucose level was 500 mg/dl. The customer did experienced the symptoms such as head ache. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis. Returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Insulin pump monitored and no unexpected pump suspend noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.